Event description:
It was reported that after changing an infusion set on an ilet system, the user experienced hyperglycemia with blood glucose readings over 400 mg/dl; the agent guided the user to replace the infusion site. Investigation included technical support troubleshooting and that glucose levels began to trend downward after site change and guidance. No symptoms associated with high blood glucose reported. Outcomes included ongoing use of the device with decreasing glucose values without medical intervention or hospitalization. It was concluded that the cause of the hyperglycemia was unclear and that the event was consistent with infusion-site related without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.